Manufacturer narrative:
B3: date of event: no date provided, used the first date in the month of the aware date.

Event description:
It was reported that migration occurred requiring additional embolic to treat the target location. Obsidio was selected for an embolization procedure. The vessel size was under 3mm. During the procedure, obsidio was successfully placed using hand injection. A run through with a base catheter was performed which moved the entire bolus of obsidio forward into an unknown location. Coils were used to complete the procedure. There were no patient complications and the patient is doing well post procedure.